Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report addresses the post-op event of fracture, where the locking compression plate (lcp) distal femur plate and nine (9) unknown screws were involved, while related complaint (B)(4). Will capture the intra-op events, where the tip of the conical extraction screw broke and surgeon could not explant four (4) unknown screws and a locking compression plate (lcp) distal femur plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only five (5) unknown screws could be explanted during surgery on (B)(6), 2018. Four (4) unknown screws could not be removed; as such explant date is not applicable for these four screws. Patient code 3191 used in initial medwatch to capture additional medical/surgical intervention required. Unknown nine (9) screws were reported inadvertently as concomitant devices in initial medwatch, these are in fact reportable devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for (9) unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an unknown surgery on (B)(6) 2018, due to a femoral trochanteric fracture on the same side of the leg. The patient initially had an implantation on (B)(6) 2012 with an unknown locking compression plate (lcp) distal femur plate due to a distal femur fracture. The fracture part has healed and it becomes an obstacle to do the re-operation procedure for a trochanteric fracture. The original plan of the surgery was to remove the lcp distal femur plate and implant a long nail. The trochanter was fixed with a short nail. There was a 40-minute surgical delay. Patient status and surgical outcome were unknown. This complaint is for (9) unk - screws. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity of 9). This complaint involves two (2) device. This report is 2 of 2 for (B)(4).